Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead was capped due to lead warning and low bipolar impedances. It was also noted that during the procedure the physician found the lead had a suture through the outer insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.